Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: do you have any unused or representative samples available to be returned from the same reported batch/lot? I do still have two unused eaches that I need to send back from this lot requested by the surgeon. Did both sutures from same lot/batch feel brittle before use on patient? The suture felt brittle, as he was pulling the suture through new user or experienced user? He is experienced using this device.

Event description:
It was reported that the patient underwent robotic ventral hernia procedure on (B)(6) 2017 and barbed suture was used on fascia. During the procedure, while the surgeon was closing the defect, the suture broke. The surgeon reported that it seemed very brittle as he was pulling the suture through. The defect was closed with the same suture but starting at the other end of the apex of the incision. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Representative samples were received for analysis. The samples were visually and functionally inspected. The sutures were dispensed without problems and examined along of the strand and no defects or breakage suture was observed and the sutures met the finished goods requirements.